Manufacturer narrative:
Unit was received with a critical pump error (open book error) an pump error 35 found in the formatted history file due to force sensor zero offset out of specification. The force sensor measured to be -0.5 mv. Unable to perform functional test including the self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was received with broken belt clip rail and with minor scratched display window and case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's slide where the belt-clip was attached broke. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.